Event description:
It was reported that the patient post-operatively experienced a spike on a t-wave with subsequent ventricular fibrillation (vf); it was unknown whether it was induced by an accelerated junctional rhythm due to ventricular undersensing of the external pulse generator (epg), or if the epg was in an asynchronous mode. The patient went back to the operating room (or) with some bleeding, and experienced two more episodes of vf. It was stated by a clinician that the epg was set to eighty beats-per-minute (bpm), however review of the telemetry strips revealed the setting to be at sixty bpm. It was requested that the epg be returned to service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.